Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that although registration was within 0.7-2.1mm accuracy, the physician found inaccuracy when verifying registration around the gums and around the inner and outer eye canthus. The manufacturer representative (rep) confirmed that the physician continued without the system. Imaging was aborted. During troubleshooting, the physician re-traced and added touch points. Patient present. Additional information was received. It was reported that the system was power cycled and unplugged in-between bootdown and bootup. The volume was verified and physician trace registered with a 1.6 mm accuracy. The system was then used to complete the surgery.

Manufacturer narrative:
H2: additional information was received and added in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred during a sinus procedure. The site noticed an inaccuracy in the first 2 registrations. In the middle of the procedure, the registration was performed again with an inaccuracy of 1.6mm and the site was able to continue. There was a delay of a few minutes. There was no impact on patient outcome.